Manufacturer narrative:
The facility's biomed replaced the siderail to repair the bed.

Event description:
Alleged when the head up switch is pressed, the head section will go down. This occurred after installing a new siderail.